Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse cleaned out the wbc apertures and input tubing on wbc bath was loose and a small crust of clenz was leaking out around fitting. The fse cut the end of the tubing and reconnected it to bath. The fse also replaced noisy check valve on waste chamber. Failure mode is related to loose input tubing at the wbc bath. Another failure mode is related to waste chamber check valve (cv35b). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reported that there was a clenz leak of an undetermined volume from the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer during shutdown. The leak was contained within the instrument. The customer reported wbc background failures and a high pitch noise coming from the instrument. The customer indicated that the wbc isolator chamber (wic) was not draining. The customer was wearing personal protective equipment (ppe) consisting of gloves and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.